Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-apr-2025.

Manufacturer narrative:
Device evaluation: this file was created from the attached journal article. Manufacturing records review: prior to distribution all the cotton-leung biliary stents are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a possible root cause for ¿migration¿ could be attributed to known potential complications and the patient¿s malignant condition. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the literature 21patients experienced migration. Confirmed quantity of 21 x used device. The investigation findings conclude that a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a possible root cause for ¿migration¿ could be attributed to known potential complications and the patient¿s malignant condition. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. E1 country -canada g1 postal code for manufacturer (B)(6).

Event description:
Lim et al. - 2024 ¿ clinical impact of delayed plastic biliary stent removal because of the covid-19 pandemic: the experience from a tertiary ercp referral center. All procedures were performed via ercp (endoscopic retrograde cholangiopancreatography). Only 10f-diameter cook medical cotton-leung biliary stents were used in the study. We found that 21 of 286 (7.3%) stents had fully migrated out without causing adverse events such as recurrent obstruction or bowel obstruction. The file was opened due to 21 cases of migration of cirl device. No health consequences or impact.